Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of 5mm x 40mm precise pro carotid self-expanding stent (ses) within a chronic totally occluded (cto) tibial artery, the stent slipped distally into an un-prepped part of the vessel. The physician elected to continue deploying the stent and the stent was under expanded when released, which caused the nosecone of the delivery system to become stuck within the stent. There was difficulty removing the delivery system due to the nosecone becoming stuck and the nosecone separated from the delivery system, remaining in the stent and re-occluding the tibial artery. At the time of the separation, the patient began to crash. The focus was then shifted to treating the patient, and no attempts were made to retrieve the separated segment. The patient died that day. There was no evidence of vessel damage or extravasation at the tibial artery. This was during a procedure to treat a chronic totally cto tibial artery lesion with no flow on a patient with prior cardiovascular disease. A contralateral approach was used, and the intended lesion was pre-dilated with an unknown 3mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter without issue. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during deployment of 5mm x 40mm precise pro carotid self-expanding stent (ses) within a chronic totally occluded (cto) tibial artery, the stent slipped distally into an un-prepped part of the vessel. The physician elected to continue deploying the stent and the stent was under expanded when released, which caused the nosecone of the delivery system to become stuck within the stent. There was difficulty removing the delivery system due to the nosecone becoming stuck and the nosecone separated from the delivery system, remaining in the stent and re-occluding the tibial artery. At the time of the separation, the patient began to crash. The focus was then shifted to treating the patient, and no attempts were made to retrieve the separated segment. There was no evidence of vessel damage or extravasation at the tibial artery. This was during a procedure to treat a cto lesion of the tibial artery with no flow on a patient with prior cardiovascular disease. A contralateral approach was used, and the intended lesion was pre-dilated with an unknown 3mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter without issue. The device was not returned for evaluation. A product history record (phr) review of lot 18517572 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿stent delivery system (sds)-deployment difficulty-inaccurate placement¿ and the subsequent ¿vascular occlusion,¿ ¿stent delivery system (sds)-withdrawal difficulty-snagged/caught on stent¿ and ¿catheter tip-separated¿ could not be observed as procedural images were not provided for review and the device was not received for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine the factors that may have contributed to the reported event of the stent slipping distally into an unprepared portion of the vessel during deployment. This event resulted in the underexpansion of the stent and subsequent vessel occlusion, as well as the inability to withdraw the device due to it becoming stuck within the underexpanded stent and the separation of the nosecone during attempts to remove the device. However, target lesion factors (cto lesion within the tibial artery) and procedural/handling factors likely contributed to the event. Additionally, off-label use of the device (used in tibial artery instead of carotid artery) may have contributed to the issues experienced and the resulting cascade of events. Per the instructions for use (IFU), which is not intended as a mitigation, the indications for use states, ¿the cordis precise pro rx nitinol stent system used in conjunction with the angioguard¿ rx emboli capture guidewire is indicated for the treatment of patients at high risk for adverse events from carotid endarterectomy who require carotid revascularization and meet the criteria outlined below. 1. Patients with neurological symptoms and > 50% stenosis of the common or internal carotid artery by ultrasound or angiogram or patients without neurological symptoms and > 80% stenosis of the common or internal carotid artery by ultrasound or angiogram, and 2. Patients must have a vessel diameter of 4¿9 mm at the target lesion. The vessel distal to the target lesion must be within the range of 3 mm and 7.5 mm to allow for placement of the angioguard rx emboli capture guidewire.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Additionally, in the patient selection warnings, it is stated that the ¿safety and effectiveness of the cordis precise pro rx nitinol stent system has not yet been established in patients with the characteristics noted below. Lesion characteristics: patients with total occlusion of the target vessel. Patients with highly calcified lesions resistant to pta.¿ as stated in the IFU, slack removal: ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ neither the phr review, nor the available information suggest that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.